Event description:
Additional information received reported that the pipeline didn't open during deployment, though were were also problems during resheathing. There was no problem that caused the damage that was found.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of an unruptured saccular aneurysm located at the ophthalmic segment, the pipeline embolization device 5.00mm x 20mm was deployed and recaptured in an attempt to position it correctly. The device lost its shape, taking on a conical form and opening, which prevented correct positioning. The device was subsequently removed and replaced. Dual antiplatelet treatment was administered, with a platelet reactivity unit level of 6. Angiographic results post procedure showed a well positioned device. No patient symptoms, complications, injuries, or extended hospitalization were associated with this event. The patient's vessel tortuosity was normal. The aneurysm max diameter was 5.3mm, and the neck diameter was 3.9mm. The landing zone was 3.5mm distal and 4.7mm proximal. The devices were prepared according to the instructions for use (IFU). Ancillary devices include an 8f sheath, infinity guide catheter, phenom 27 microcatheter, and transcend guidewire.

Manufacturer narrative:
H3 product analysis: ¿ as found condition: the pipeline flex shield braid was returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield inner pouch. The pipeline flex shield pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿ damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found fully opened and damaged. No other anomalies were observed. ¿ conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure /incomplete open at distal as the device was resheated. In addition, the pipeline flex shield braid ends were found fully opened and damaged. However, the root cause for damage could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity, damage braid, and braid deployed in vessel bend. The patient's vessel tortuosity was normal. Which eliminate this factor out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.